Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 50-year-old male patient was admitted for left ventricular assist device procedure and was bridged with an impella 5.5. During support, the patient experienced some ectopy and small runs of ventricular tachycardia (vt). Echo showed good placement, however, the vt persisted requiring va ECMO placement with impella 5.5 venting. The patient remained stable and was successfully taken for transplant with impella removal. It is not clear as to whether the impella was the direct culprit for all of the vt, but could be possible.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae (tachycardia): the root cause of the injury was not determined due to insufficient clinical details.